Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the iliac vein and inferior vena cava (ivc) using a lightning aspiration tubing (lightning), indigo system aspiration catheter 12 (cat12), and penumbra engine (engine). During the procedure, the physician completed two passes in the target vessel using the cat12. The cat12 and lightning were then removed. It was reported that the cat12 and lightning were clogged. The remaining clot was flushed out of the cat12 and lightning by dipping the end of the lightning into a bowl of heparinized saline. Subsequently on the third pass, while the cat12 was at the face of the clot, the physician opened the flow switch, and the indicator light on the lightning illuminated solid red. The engine was turned off, and disconnected from the lightning. After waiting for a few seconds, the lightning was re-plugged back into the engine. The indicator light illuminated solid red. This process was repeated, in addition to unplugging the engine and waiting approximately 10-15 seconds before re-plugging back the devices. The indicator light illuminated solid red. Therefore, the lightning was not used for the remainder of the procedure. The procedure was completed using another lighting and the same cat12. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned lightning revealed a leak within the unit housing. If a strong positive pressure is applied to the tubing, a leak may occur within the lightning unit housing. If the internal components are exposed to blood, the unit will likely indicate a red-light system error prompting the user to use another device. During functional testing, the visual cues functioned with switching the unit on, but the valve did not cycle. This is also likely due to the fluid intrusion that occurred during the procedure. Further evaluation revealed screws were missing from the lightning housing. This was likely incidental to the reported complaint. Penumbra lightning units are inspected during in-process inspection and during quality inspection after manufacturing.